Event description:
It was reported that during a procedure in the upper cervical region, the surgeon had issues feeding the cable through the cable tensioner. There was a 1.5 hour delay to locate a replacement. The surgery was completed with no further complications. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. The device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the reported event.